Event description:
It was reported that a follow-up on a patient post-operatively for an open reduction internal fixation (orif) of a left proximal femur, revealed a nonunion of the femur and a broken construct. The decision was made to revise the construct. The hardware was removed. Upon removal, two screws were found to be broken. All broken fragments were removed and the procedure was completed without complication. This report is for one unknown screw. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
(B)(6). Date of event: unknown. This report is for 1 unknown screw/unknown lot. Partial part number of 02.205.xxx was provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.